Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to a car accident and that she had low blood glucose. She stated that since then, she has had more high blood glucose events than low blood glucose events. The insulin pump was exposed to x-rays at the hospital. She also reported that the blood glucose had been higher due to pain pills and being less active since the accident. The customer declined troubleshooting. She stated that the hospitalization and accident were not due to low blood glucose. The insulin pump was not replaced or returned for analysis.